Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit of the small battery drive device was not functioning and defective. It was noted that the unit had a defect, the motor and controller were corroded, and the tool coupling and bearings were worn out. It was further determined that the device failed pretest for check the attachment coupling, check off/oscillation/on switch mode function, check switching function, check the triggers and electronic control unit (ecu) function. It was noted in the service order that after use on the patient it was observed that there was an article defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.